Event description:
(B)(4). Same case as MDR ID: 2134265-2013-04486. It was reported that post percutaneous coronary intervention procedure in-stent restenosis occurred. In (B)(6) 2010, the subject presented with chest pain associated with diaphoresis and nausea. The subject was diagnosed with non q-wave non st elevation myocardial infarction (killip classification: I) and cardiac catheterization was recommended. The index procedure was performed and the subject was enrolled in the (B)(4). Target lesion #1 was a de-novo lesion located in the distal left anterior descending artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 2.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The next day, thrombectomy was performed and a 2.50 x 12 mm taxus liberte stent was placed in overlapping fashion with the previously placed study stent in distal left anterior descending artery. Following post-dilatation, there was excellent angiographic result with no evidence of residual stenosis. The subject was discharged on aspirin and prasugrel after two days. In (B)(6) 2013, the subject presented with left anterior chest pain radiating to the left arm associated with nausea and diaphoresis. Coronary angiography revealed, lad: 50-60% mid vessel stenosis including an area of in-stent restenosis from previously placed stent. In (B)(6) 2013, the event of in-stent restenosis of left anterior descending artery was considered to be resolved with residual effects. The subject was discharged on the same day on aspirin.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).